Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/13/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent.

Event description:
It was reported by vet that an animal underwent a mass removal and spade procedure on unknown date and the suture was used. Five to seven days post op, the suture broke in the middle of the suture line.